Event description:
It was reported that a picu patient was receiving morphine and precedex infusions that were slowly being titrated down. The patient was very agitated, and showing signs of drug withdrawal with a wat score of 10 at 0800. He received a dose of morphine, followed by a dose of versed with a result of less agitation and a decrease in the wat score. When the devices were cleared at 1100, the precedex drip should have had a volume of 0.56ml given, however none was recorded as received. The precedex syringe was checked; it was initiated at 1700 the day before and based on the vtbi of the syringe, the patient did not receive approximately 4-5 hours of the drug that he should have received. The infusion pumps were running, but not delivering the total dosage programmed in the pump. The entire pump was changed, and the new pump infused as programmed. The patient was slightly agitated again and received another dose of IV versed with good results. It was later reported that at 1600, the nurse was clearing the volume in the pumps that were infusing morphine and precedex, and noticed that the morphine infusing did not capture any volume infused for the previous hour, and the precedex drip infusing at 0.56ml/hr only captured a volume of 0.11ml infused. The pump with IV fluids infusing at kvo (2ml/hr) had normal expected volumes.

Manufacturer narrative:
The customer¿s stated issue of ¿under infusion¿ was not confirmed through a log review or through testing. The suspect device was received in poor condition. The right iui appears to have dried fluid on all pins and slight isolation rib damage. The flange gripper retainer was broken at the bottom front edge. The tube drive appears to be in good condition however there is a cut into the outer protective sheathing at the bottom. The front cover is cracked at the top left corner. The rear case is cracked at the bottom left mounting point. ¿the log review found no programming errors that would explain a report of an under infusion. However, it was confirmed that the pcu did not display the expected volume infused due to an occlusion alarm followed by the device backing off, to relieve the built-up pressure, resulting in a negative volume infused being calculated by the pcu. Negative volumes infused are not displayed on the pcu. Neither device showed that they were in use on the day before the event and neither have a volume infused of 0.11 ml at any given time during the reported event. It is believed the that syringe back off feature caused the difference in volume infused on the channel infusing morphine. ¿the 4 - 5 hour window the day before the event date could not be accounted for because the units received for investigation were not in use the day before the reported event date. ¿both syringe modules were found to be infusing at low rates with the back off feature enabled and the pressure setting at 525 mmhg. Using a pressure disc, a negative volume infused may occur due to system design. ¿functional testing consisting of test infusions and asm accuracy testing were performed on the source syringe modules and found both devices operating in specification. The root cause of the customer's report could not be determined. The system was performing as designed.

Event description:
It was reported that a picu patient was receiving morphine and precedex infusions that were slowly being titrated down. The patient was very agitated, and showing signs of drug withdrawal with a wat score of 10 at 0800. He received a dose of morphine, followed by a dose of versed with a result of less agitation and a decrease in the wat score. When the devices were cleared at 1100, the precedex drip should have had a volume of 0.56ml given, however none was recorded as received. The precedex syringe was checked; it was initiated at 1700 the day before and based on the vtbi of the syringe, the patient did not receive approximately 4-5 hours of the drug that he should have received. The infusion pumps were running, but not delivering the total dosage programmed in the pump. The entire pump was changed, and the new pump infused as programmed. The patient was slightly agitated again and received another dose of IV versed with good results. It was later reported that at 1600, the nurse was clearing the volume in the pumps that were infusing morphine and precedex, and noticed that the morphine infusing did not capture any volume infused for the previous hour, and the precedex drip infusing at 0.56ml/hr only captured a volume of 0.11ml infused. The pump with IV fluids infusing at kvo (2ml/hr) had normal expected volumes.

Manufacturer narrative:
Weight requested, however not provided. Feeding intolerance. Concomitant medical product: syringe:cvl; (2)syr tubing. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a picu patient was receiving morphine and precedex infusions that were slowly being titrated down. The patient was very agitated, and showing signs of drug withdrawal with a wat score of 10 at 0800. He received a dose of morphine, followed by a dose of versed with a result of less agitation and a decrease in the wat score. When the devices were cleared at 1100, the precedex drip should have had a volume of 0.56ml given, however none was recorded as received. The precedex syringe was checked; it was initiated at 1700 the day before and based on the vtbi of the syringe, the patient did not receive approximately 4-5 hours of the drug that he should have received. The infusion pumps were running, but not delivering the total dosage programmed in the pump. The entire pump was changed, and the new pump infused as programmed. The patient was slightly agitated again and received another dose of IV versed with good results. It was later reported that at 1600, the nurse was clearing the volume in the pumps that were infusing morphine and precedex, and noticed that the morphine infusing did not capture any volume infused for the previous hour, and the precedex drip infusing at 0.56ml/hr only captured a volume of 0.11ml infused. The pump with IV fluids infusing at kvo (2ml/hr) had normal expected volumes.